Event description:
Tampon unable to get all of it out [foreign body in reproductive tract]. Tampon broke inside me [device breakage]. Went to take it out...broke off inside [complication of device removal]. Consumer reported via email that the tampon broke inside of her during removal. No serious injury was reported. There is insufficient information to perform a product investigation.